Manufacturer narrative:
(B)(4).

Event description:
The eye of the needle is breaking off. Happened 3 times yesterday. The device was in use at the time of the alleged malfunction/event, no injury reported.